Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, affected side unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting rupture diagnosed by mammography. Device status is unknown. This relates to the left device.

Manufacturer narrative:
Previous medwatch submission noted, rupture. Healthcare professional reported, that device was found intact upon explant. Hence, rupture is being unreported.

Event description:
Previous medwatch submission noted, rupture. Healthcare professional reported, that device was found intact upon explant. Hence, rupture is being unreported.